Manufacturer narrative:
(B)(4). Teleflex received the device for analysis. The reported complaint is confirmed. Upon inserting a .025" guidewire through the pa distal luer, resistance was noted at the distal opening before exiting. The resistance at the distal opening likely caused the reported complaint. A nonconformance has been initiated to further investigate the root cause. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. We will continue to monitor for trends.

Event description:
It was reported that a patient of 72" in height the special procedures tech stated a .025" wire could not be advanced through it. The distal tip will allow wire through via back loading method, but during procedure (while in body) when the wire is pulled back it cannot be advanced again. The medical doctor (md) has requested this catheter be checked by quality control (qc) team and replaced or credited. There was no reported patient death, injury or complications. Medical/surgical intervention was not required. How the issue resolved was: replaced with another catheter. Anatomical insertion site of device: left brachial.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient of (B)(6) in height the special procedures tech stated a .025" wire could not be advanced through it. The distal tip will allow wire through via back loading method, but during procedure (while in body) when the wire is pulled back it cannot be advanced again. The medical doctor (md) has requested this catheter be checked by quality control (qc) team and replaced or credited. There was no reported patient death, injury or complications. Medical/surgical intervention was not required. How the issue resolved was: replaced with another catheter anatomical insertion site of device: left brachial.